Event description:
As reported in the survey, respondent number twenty-five reported hematoma, perforation, procedural distal embolization, vessel spasm, and transient ischemic attack, which was "only for a few seconds", with the use of peripheral guidewires. The respondent made statements such as "due to vessel perforation", "consists of plaque fragments and partially organized thrombi", and "due to vessel irritation" when describing the events that occurred. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the survey, respondent number twenty-five reported hematoma, perforation, procedural distal embolization, vessel spasm, and transient ischemic attack, which was "only for a few seconds", with the use of peripheral guidewires. The respondent made statements such as "due to vessel perforation", "consists of plaque fragments and partially organized thrombi", and "due to vessel irritation" when describing the events that occurred. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events of vasospasm, hematoma, embolism, transient ischemic attack and vessel perforation could not be confirmed. These are well-known and extensively documented potential complications of percutaneous procedures. The physical manipulation inherent in this type of procedure can disrupt the vessel plaque and intima, which may lead to the reported events. According to the instructions for use (IFU), if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire. Possible complications include, but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall. Do not torque a guidewire without observing corresponding movement of the tip. Always advance or withdraw a guidewire slowly. Never push or withdraw a guidewire which meets resistance. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.